Event description:
IV remodulin patient-spontaneous communication, spoke with patient who reports when she was preparing her pump for cassette change, the pump turned on but the screen was blank, and kept issuing a warning beep, but no prompts on the screen and no alerts. Pump just kept beeping. Patient did try to replace the batteries as well. Serial number not obtained at time of call. Will need to follow up serial number from system are (B)(6) but patient did not provide which pump was malfunctioning. Patient uses cadd legacy pump. Replacement pump being sent for tomorrow. Patient does have one working pump at this time and has not had an interruption in therapy, patient reports hospitalization admitted on (B)(6) 2023 and discharged (B)(6) 2023. Patient was inpatient due to c.diff-no interruption in therapy while hospitalized. Md aware. No additional information known. Patient is actively on remodulin and opsumit. Did the reported product fault occur while in use with the patient? No. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we replace device? Yes, arriving 5/25/2023. Did the patient have a backup device/product they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.